Manufacturer narrative:
The abbott customer support specialist (css) reviewed the instruments logs and noticed that error code 0550 cuvette washing not completed had occurred 240 times since the last cuvette wash. The css explained to the customer the importance of performing a cuvette wash after error 0550 and asked the customer to replace the cuvette dry tips. The customer resolved the issue by replacing the cuvette dry tip. No additional discrepant result issues have been reported since the dry tips were replaced. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results, error code 0550, and the removal, replacement and verification of list number 09d51-02 cuvette dry tip. Based on the information within the complaint record, a product deficiency was not identified.this follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium result for a patient sample tested on the architect c16000 processing module. The following data was provided. Sid (B)(6): 137.62 mmol/l, 137.38 mmol/l, 119.69 mmol/l . No adverse impact to patient management was reported.